Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that he procedure was to treat the left renal artery (off-label use). The vision was advanced, but due to bad guide support, it would not cross. The stent delivery system (sds) and guiding catheter was removed and when the sds was inspected, the stent was missing. It was confirmed that the stent was not in the guiding catheter and it was not in the artery. It was thought that the stent was stripped off by the sheath and it was located in the subcutaneous tissue. The stent remaining in this location was not thought to cause any issue; therefore, there was no attempt to retrieve it. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. This device was being used to treat the left renal artery. It should be noted that in the instructions for use (IFU), it states that this device is indicated for improving coronary luminal diameter in pt's with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. In this case, it was noted that the inability to cross was most likely due to bad guide support. As detailed in the case description, the root cause of the reported stent dislodgement appears to be the result of an interaction between the mounted stent and the distal end of the 'sheath'.